Event description:
The customer reported mixed images and data. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded the system software. The system operates as intended.